Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has suffered a fracture of the modular femoral neck of his left prosthetic hip. The hip was originally implanted in 2010. The exact date of the explant is unclear but it is assumed that revision occurred soon after the incident on (B)(6) 2016.